Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2018 and (B)(6) 2018. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that tecnis preloaded monofocal intraocular lens (model pcb00, +20.5 diopter) was explanted from patient¿s operative eye in a secondary procedure because of patient experiencing specific visual issues. Reportedly lens with different model zct225, +19.0 diopter, a smaller diopter was used as replacement for the patient. Patient was doing fine at discharge. No further information provided.

Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 11/29/2018, device returned to manufacturer: yes. Device evaluation: the pcb00 piece model was returned in a plastic container. Visual inspection using microscope magnification was performed: the returned pcb00 lens was received cut in three (3) pieces. The condition in which the sample returned is consistent with a product that was explanted. Due the condition of the returned pcb00 model, the reported issue as visual disturbance could not be confirmed and the complaint could not be related to the manufacturing process. Hence, product quality deficiency was not identified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints have been received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.